Event description:
Abnormal cells outside 22 fields of view. No trigger cells present to trigger an autoscan. Abnormal cells were a single cluster of lgsil koilocytes. There was no delay in diagnosing patient as the abnormal cells were found on initial scan when the cytotechnologist looked outside the 22 fields of view for endocervical component and metaplastic cells. Customer site will be monitored to see if expected occurrences as determined by the (B) (6) study are exceeded.